Manufacturer narrative:
Tecan issued a manual workaround to roche, the distributor of this product, to correct this issue in may 2004. It was determined after speaking with roche, that hospital is not using this manual workaround. Tecan has reminded roche to update their customers on this issue.

Event description:
User facility is using the suspect device for CT/nc/ic testing. The run had five sample ID's that were a mismatch. The site's computer system is programmed with a work around, to verifty sample ID's and it caught the mismatch and would not allow results to be reported out.